Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) surmised that the fan was failed due to the aged deterioration of the motor due to repeated use over a long period of time, because six years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The output connector was loose. The receptacle capacitor was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the fan was broken and didn't work. In addition, the metal spacer 16b and the hexagonal spacer were broken.this device is an omsi asset and there was no report of patient injury associated with the event.